Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Visual, gross visual, microscopic, tactile evaluation and functional tests were performed. Infusion and aspiration were attempted but was unsuccessful. The port septum only blew up in each attempt. The in-house guidewire was inserted once again into the port stem to expose any remaining thrombus or blockage from within the port body and then the aspiration test was attempted and was unsuccessful. Destructive testing was performed on the port by removing the port septum. Observation within the port body showed dry thrombus. The bottom of the port septum was examined, and dry thrombus was noted throughout the bottom surface. Therefore, the investigation is confirmed for the reported difficult to flush and identified obstruction of flow issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post a port placement, although the reversal of blood can be confirmed, the device was allegedly no longer possible to inject it. Reportedly, the port body and the catheter were removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Visual, gross visual, microscopic, tactile evaluation and functional tests were performed. Infusion and aspiration were attempted but was unsuccessful. The port septum only blew up in each attempt. The in-house guidewire was inserted once again into the port stem to expose any remaining thrombus or blockage from within the port body and then the aspiration test was attempted and was unsuccessful. Therefore the investigation is confirmed for the reported difficult to flush issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post a port placement, although the reversal of blood can be confirmed, the device was allegedly no longer possible to inject it. Reportedly, the port body and the catheter were removed. There was no reported patient injury.

Event description:
It was reported that approximately one month post a port placement, although the reversal of blood can be confirmed, the device was allegedly no longer possible to inject it. Reportedly, the port body and the catheter were removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.